Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5165557, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead insertion site. The patient had pain, purulent drainage and odor at the lead site and also experienced fever and chills. The physician attributed the infection to a canine interaction with the lead site which the patient had revealed. The patient was prescribed with antibiotics and underwent a lead pull procedure.